Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at the battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also mentioned that there was a crack in the battery compartment. The customer's blood glucose was 498 mg/dl at the time of incident. The customer's blood glucose was 155 mg/dl at the time of call. The customer stated that they were given IV to treat the blood glucose. The customer performed high pressure test and the insulin pump passed. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer declined to check for air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.